Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a stenting treatment procedure, stent damage occurred. Following pre-dilatation of an unspecified target lesion, the 7 x 118 x 120 epic stent was introduced. The stent 'jumped' to a location in front of the start of release with the pulley, resulting in stent narrowing and deformity. There was also 'shortening placement'. The physician opted for total release of the stent through the pulley. No further patient complications were reported.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was further reported that the target lesion was a sub-occlusive lesion of approximately 80-90% of the vessel lumen located in the middle third of a mildly tortuous and moderately calcified (30-40%) superficial femoral artery. As the stent was being deployed, the stent released at least 10mm ahead of the marked location at the beginning of the lesion. The doctor was able to position it but following stent deployment, the stent was shortened at least 20mm and deformed. The stent did not completely cover the lesion so the physician used a balloon to stretch the stent, which occurred partially. The patient's status was stable.